Event description:
During a remote follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were noted on the atrial lead. Device reprogramming is anticipated, however, no intervention was performed. The patient was stable.